Event description:
Customer reported that she had unexplained low blood glucose and passed out while she was driving and ended up in a vehicular accident. Paramedics were called to assist customer at scene. The blood glucose reading at the time the paramedics arrived was 39 mg/dl. Customer stated that her body is not able to detect when she is going low. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.